Event description:
It was reported that the boston scientific representative wanted to know why this cardiac resynchronization therapy pacemaker (crt-p) was storing non-sustained ventricular tachycardia (nsvt) episodes while in magnetic resonance imaging (MRI) mode. Technical services (ts) notified the representative that the device system was not MRI conditional as there was a non-boston scientific lead involved. Ts explained why the device was still storing nsvt episodes. Ts noted the device oversensed noisy signals during the MRI on the right ventricular (rv) lead channel in the episodes. The device was confirmed to be working as expected post-MRI. The device remains in use. No adverse patient effects were reported.